Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h6 - health effect - clinical code: 4581: incision enlarged. Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded intraocular lens (iol), a mark was noticed in the center of the lens. Account indicated that during explantation of the iol, the corneal endothelium was damaged. Follow-up revealed that the lens was removed from the capsular bag, fragmented, and extracted through an enlarged incision on the same day. A new iol was implanted in the capsular bag and centered. Two separate dermalon 10-0 sutures were placed, and 0.1 ml of cefuroxime (10 mg/ml) was instilled into the anterior chamber. The viscoelastic product was washed and aspirated from the anterior chamber using a bimanual probe. The paracentesis and tunnel were sealed with balanced salt solution (bss), and watertightness was confirmed. At the end of the procedure, the implant was in place and centered in the capsular bag. The incision and paracenteses were watertight, the pupil was round, and the anterior chamber was well-formed. In the postoperative assessment on (B)(6) 2024, it was confirmed that the papilla was well-colored and well-defined, and the macular region was within normal limits. In the postoperative assessment on (B)(6) 2025, it was confirmed that the papilla was well-colored and well-defined. The posterior pole was within normal limits, and the retinal periphery posterior to the equator showed no notable lesions. No further details were provided.